Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, one heartstring cable broke during use. No additional clarification on the failure was received. The surgeon used a replacement device to complete the procedure. No patient complications were reported by the hospital. Device was received on 01/24/2008 with a note "heartstring did not deploy". Deployment failure is a reportable malfunction.

Manufacturer narrative:
Visual inspection shows that the seal is outside of deployment tube and cracked. Other observations are that tension spring still inside the deployment tube and plunger was depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lhr review cannot be performed because the lot number was not provided.